Manufacturer narrative:
(B)(4). Baxter received the device. The device was unable to be evaluated with respect to the keypad malfunction due to a constant unrelated error. The reported intermittent keypad response was not observed throughout the device investigations. The front case, including the keypad, was replaced as a known contributor to the reported symptom.

Event description:
It was reported a spectrum pump had an intermittent keypad response. It was also reported there was no pt involvement.